Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of fever and peritonitis with (B)(6) in a female patient (age not reported) coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2009, the patient began treatment with dianeal pd4 unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient developed peritonitis, manifested by abdominal pain, cloudy effluent and fever. On the same day, the patient was hospitalized. The patient was treated with unspecified antibiotics (date of administration, dose, frequency and route not reported). The event of peritonitis was ongoing and improved. The outcome for the event of fever was not reported. Dianeal therapy was ongoing. The nurse did not provide an opinion of causality for the event of fever. The nurse stated the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was reported as a "relapse".